Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that during a da vinci-assisted cholecystectomy procedure, the hook of the permanent cautery hook instrument broke off into the patient. The surgical task of cutting was being performed when the device fragment fell inside the patient. The surgeon did not notice any issue with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard materials. The instrument was not removed prior to the fragment falling. There was no damage to the cannula. The only damage noticed on the instrument was the hook was no longer attached. The fragment was retrieved with a laparoscopic needle driver. One piece was retrieved and the team confirmed it was retrieved from the patient. There were no post-operative tests performed or additional procedures required. The procedure was completed robotically with a new permanent cautery hook instrument. No photographic images of the device or a video recording of the procedure available for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to a broken monopolar yaw pulley. The broken piece was not returned with the instrument. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the site's complaint history did not show any additional complaints related to this product and/or this event. The probable root cause is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a cracked or broken yaw pulley.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the hook of the permanent cautery hook instrument broke off into the patient and was successfully removed. On 06-feb-2025, intuitive surgical, inc. (Isi) received mw5165346 stating: as the surgeon started to use the console portion of the robotic cholecystectomy case, he visualized that the tip of the cautery hook from the davinci arm was broken off while inside the patient. The camera was used immediately to locate the tip, an endocatch bag was used to remove the tip and the instrument arm was replaced. All pieces were accounted for and have been sequestered.